Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6), 2014 the patient underwent a surgical procedure for debridement of the site. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.